Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. Asa result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Additionally, the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The internal wire was not frayed or fully broken. Further inspection found the bipolar yaw pulley had mechanical indentations. The instrument was found to have indentation on the edge of the bipolar yaw pulley. The mechanical indentation to the bipolar yaw pulley found aligned with the damaged insulation of conductor wire-bipolar, potentially that the damage occurred in the same instance. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/o lymphadenectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument's tip was melted after a spark. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury.